Event description:
During a left hemicolectomy procedure, there was an error code 5: instrument. The device was working properly and it stopped working during the surgery. There was no patient consequence.